Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced to dilate the lesion. However, during the procedure, the physician noted that balloon shaft was fractured. The device was simply removed from the patient's body. No device segment was retained inside patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was blood in the wire lumen and contrast in the inflation. The hypotube shaft was completely separated 64.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the inner and outer shafts, corewire and distal tip presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, during the procedure, the physician noted that balloon shaft was fractured. The device was simply removed from the patient's body. No device segment was retained inside patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.